Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of occlusion and pain are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the reported information and related record review, a conclusive cause for the reported occlusion and pain, and the relationship to the product, if any, cannot be determined and the treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
This was reported through a literature review. It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique. The sutures of two proglide devices were successfully placed. The procedure was completed and hemostasis was achieved using these proglide devices. However, an occlusion of blood flow to the left leg was witnessed soon after the procedure (painful, pale, pulseless limb) while the patient was still in the catheterization laboratory. Angiography demonstrated occlusion of the left femoral artery. A 7f sheath was advanced through the right femoral artery and crossed over into the left iliofemoral artery system. The tip of the sheath was positioned in the left external iliac artery segment. Then attempts to cross the totally occluded segment using the anterograde approach were unsuccessful. It was decided to proceed with recanalization using a retrograde approach. Under direct ultrasound guidance, a 21-gauge micropuncture needle was inserted into the proximal left superficial femoral artery (sfa). A 0.018¿ guidewire was successfully advanced retrograde across the totally occluded left common femoral artery. The guidewire was then exteriorized out the right femoral sheath using a snare. Using a support catheter, a whisper es guidewire was advanced into the distal left sfa segment. Cutting balloon angioplasty was then performed with a non-abbott 5.0mm× 2 cm peripheral cutting balloon, resulting in re-established flow to the distal vessels. At this juncture, the left sfa needle was removed, and hemostasis was achieved with manual compression. Further balloon angioplasty was performed using a larger-caliber balloon catheter (for local hemostasis and dilatation). The final angiogram showed excellent dilatation of the stenotic segments with no significant residual stenosis and brisk flow to the distal vessels with no bleeding. No additional information was provided. Literature article: "cutting balloon for femoral arterial and venus obstructions due to suture-based closure devices: case series"

Manufacturer narrative:
B3: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: "cutting balloon for femoral arterial and venus obstructions due to suture-based closure devices: case series"